Manufacturer narrative:
Additional informaton: the received information points to a damage of the active electrode, however to determine an exact root cause a device investigation would be necessary. A re-implantation surgery is considered but no date has been scheduled yet.

Event description:
Device malfunction. In situ measurements show 7 channels with high impedance. No trauma or accident was reported. Re-implantation is planned, but no date has been schedule yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. No trauma or accident was reported.